Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the pump passed a leak test but moisture was found in the battery compartment. There was no evidence of moisture ingress in the other parts of the pump. A crack was found around the battery compartment threads to the left side of grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.